Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) and (B)(6) for awareness.

Event description:
Complainant reported that the safety mechanism from the needle supplied with the ancillary kit failed and caused a blood borne pathogen exposure. The safety mechanism was closed, but the needle was sticking out of the safety mechanism, and when the caregiver went to dispose of it in the sharp container, it stuck them.